Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it appeared that the entire essure coil had not been removed, and a piece of the outer spring coil remained in the cornual part of the tube') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C35237) inserted for female sterilisation. The patient's medical history included pelvic pain, multi gravida and parity 3. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy with cornual dissection). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: trailing coils: left 5 right 3. Discrepancy noted in date of removal: (B)(6) 2019, (B)(6) 2018. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it appeared that the entire essure coil had not been removed, and a piece of the outer spring coil remained in the cornual part of the tube') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C35237) inserted for female sterilisation. The patient's medical history included pelvic pain, multi gravida and parity 3. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy with cornual dissection). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: trailing coils: left- 5 right- 3 discrepancy noted in date of removal: (B)(6) 2019, (B)(6) 2018. Lot number: c35237 production date 2013-03-04 expiration date 2017-03-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.